Manufacturer narrative:
Information received on 07/26/2017: ¿location perforated was esophagus close to the distal arch where anastomosed to the vascular graft.¿ on 08/04/2017 an email was received with a list of possible lot numbers sold to facility from date of procedure to two years prior. In an abundance of caution manufacturing records were reviewed for all potential lots associated with the reported event. Per the record, all lots met specification upon release. Attempts made to gain further information to no avail. A review of available information was conducted. 3-4 years ago the patient presented with an acute aortic dissection and a total arch replacement was performed. Bioglue was applied to the proximal side of the graft and the suture line on the distal side (anastomoses to the vascular graft triplex). The native tissue where the bioglue was applied was fragile. It was stated an excessive amount of bioglue was used on the distal anastomoses. Reportedly applied bioglue ¿dropped down the distal suture line and formed a mass.¿ it is unknown if the mass was removed. It is unknown if the bioglue mass was in direct contact with the esophagus. Fibrin glue was also used for reinforcement however it was unspecified where it was applied. An unspecified amount of time later the patient developed a fever and an antibiotic was administered. The fever continued after discharge. Following discharge (an unknown amount of time later) the patient developed an esophageal perforation located close to where the distal arch was anastomosed to the vascular graft where bioglue was applied. The perforation was surgically repaired. The surgeon commented: ¿the cause of perforation might be attributed to foreign body rejection (some kind of inflammation) by the use of excessive bioglue or infection.¿ information surrounding this adverse event is unknown. The following information was requested; however, no information was available: amount of bioglue applied to the distal and proximal suture line, where and amount of fibrin glue used, amount of time after initial operation that the esophageal perforation was identified, how long after initial operation the fever started, where the bioglue was touching when it ¿dropped down and formed a mass,¿ and if there were signs or symptoms of infection besides fever. The doctor did provide that the bioglue was ¿close¿ to the where the esophageal perforation. Foreign body reactions have been reported with the use of bioglue. Hewitt et al. An animal study was performed where bioglue was applied to a sheep¿s aorta; histopathologically, bioglue generate only a minimal inflammatory response. When used properly, histopathological observations with bioglue are consistent with a normal foreign body reaction. It is possible that the large amounts of bioglue utilized in this patient resulted in an enhanced or prolonged inflammatory reaction. Additionally, the surgeons comment about the bioglue dripping off the intended target area leads us to conclude that the bioglue would have dripped in a posterior direction possibly coming in contact with anatomic structures posterior to the aorta, including the esophagus. Bioglue is not intended to be applied to the esophagus. If the described ¿bioglue mass¿ was not adequately removed, subsequent pressure on the esophagus may have contributed to the perforation. An infection was not confirmed with culture results, and bioglue is unlikely source of infection as it undergoes a validated terminal sterilization process. In the bioglue IFU it warns ¿bioglue should be applied in a thin layer as an adjunct to sutures or staples, and in amounts sufficient to seal the area. Bioglue should not be applied in excess.¿ also it states, ¿apply an even coating of bioglue to target area. In general use an approximately 1.0-3.0 mm thick coating for vessels greater than 2.5 cm in diameter¿¿the IFU lists observed adverse events ¿bioglue applied to non-targeted tissue¿ and ¿inflammatory reaction.¿ bioglue effectiveness and safety trial as a surgical adjunct in cardiac and vascular repair reported fever occurring in 3% of patients in both the control and bioglue group. There is insufficient information to determine the precise cause of the esophageal perforation; however, the misuse of bioglue could have been a contributing factor. The surgeon failed to follow the instructions for use by applying too much bioglue and failing to protect adjacent anatomic structures.</p> <p class="">this report is being submitted as required by federal regulations and does not constitute an admission that the device caused or contributed to the reported event.&nbsp; furthermore, this report reflects the event as alleged by the complainant and does not imply that the information reported to cryolife is accurate or has been confirmed by cryolife.

Event description:
According to the report, "total arch replacement was performed about 3-4 years ago for acute aortic dissection. Product was applied to both proximal side of the graft and suture line on the distal side. Product was especially used excessively on the distal suture line, where anastomosed to the vascular graft. (Triplex) later patient developed fever and antibiotic agent was administered. Fever continued after discharged and patient was confirmed with esophageal perforation. Location perforated was esophagus close to the distal arch where anastomosed to the vascular graft. Perforation was surgically repaired. Surgeon's comment: "the cause of perforation might be attributed to foreign body rejection (some kind of inflammation) by the use of excessive [product] or infection." Excessive amount was used. (Reportedly, applied [product] dropped down the distal suture line and formed a mass).

Manufacturer narrative:
This investigation is currently ongoing. Any additional information will be provided in the follow-up report.

Event description:
According to the report, "total arch replacement was performed about 3-4 years ago for acute aortic dissection. Product was applied to both proximal side of the graft and suture line on the distal side. Product was especially used excessively on the distal suture line, where anastomosed to the vascular graft. (Triplex) later patient developed fever and antibiotic agent was administered. Fever continued after discharged and patient was confirmed with esophageal perforation. Location perforated was esophagus close to the distal arch where anastomosed to the vascular graft. Perforation was surgically repaired. Surgeon's comment: "the cause of perforation might be attributed to foreign body rejection (some kind of inflammation) by the use of excessive [product] or infection." Excessive amount was used. (Reportedly, applied [product] dropped down the distal suture line and formed a mass).